Event description:
Medtronic received information that the attempted implant of a transcatheter bioprosthetic valve was unsuccessful when the delivery catheter system (dcs) began clicking and the valve could not be deployed. It was reported that pressure exerted on the dcs macro slider did not resolve the issue. The dcs and loaded valve were removed from the patient, and a different valve was successfully implanted with another dcs. No subsequent adverse patient effects were reported.

Manufacturer narrative:
It was reported that the dcs and valve were discarded. There was no allegation against the valve. (B)(4).

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product lot met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause for the reported observation could not be determined without return of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.